Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned fox sv catheter noted blood in the guide wire lumen and hub and contrast in the balloon, consistent with the reported use. The balloon was loosely folded, suggesting it had been inflated. During functional testing, the reported material rupture was confirmed. A new indeflator was filled with water and was used in attempt to inflate the balloon to rated burst pressure, when it was observed that fluid was coming out of a pinhole in the middle portion of the balloon distal to the proximal balloon marker. Scanning electron microscopy (sem) analysis was performed at the rupture site. The results indicate that the balloon failure may be attributed to mechanical damage to the outer surface of the material. There was no report of leaks noted during preparation, which suggests that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure due to interaction with highly calcified lesion or associated devices, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the balloon rupture appears to be due to mechanical damage to the outer surface during use. There is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the superficial femoral artery, the fox sv was being inflated; however, the balloon ruptured at 10 atmosphere. The number of inflations was not specified. There was no reported adverse patient effect. A second fox sv was used in the procedure. Though requested, there was no additional information provided.